Event description:
Subject device was implanted in 1998 for a fractured left tibia. On an unknown date device was noted to be broken. Device was removed in 1999.

Event description:
Pt suffered an open comminuted grade 3a/3b (butterfly-like type fracture) of the mid-shaft left tibia in 1998. Subject plate was implanted in 1998. X-ray taken in 1999 showed the plate to be broken and plate was removed in 1999.